Event description:
(B)(4). Since I have had the procedure I have been bleeding heavily, cramping constantly, headaches, fatigue, sharp stabbing pains in my side, bloating, mood swings, and most recently passing pieces of tissue!